Event description:
In 2006, this pt was implanted with an iliac extender component. Two days later, the pt expired. Cause of death on the death certificate is aortic occlusion and atherosclerotic occlusive disease. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.